Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers for the device. A visual inspection revealed that the device was returned with the cut depth limiter attached, but both anchors had been deployed and were not returned. The manual actuator had been partially advanced. The shaft was bent to the left, and the depth limiter appeared to have been pushed back against the device handle enough to cause warping and splitting. The crimps and dimple of the needle appeared to be standard. There was some particulate debris present on the handle and shaft. A functional evaluation could not be performed in full due to the missing anchors and suture. The manual actuator could be advanced as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Under certain circumstances immobilization by external support should be employed. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix t1 was successfully deployed, anchored and secured into the patient. However, t2 could not be deployed and t1 had to be removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery the fast fix t1 was successfully deployed but t2 can't be deployed . The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.